Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient underwent rfa with surgery mode enabled, but ipg was not responding. Troubleshooting took place, which was successful and the ipg is now working. If issue persists surgical intervention may take place at a future date to address the issue.